Event description:
An (B)(6) male pt returned electrode belt sn (B)(4), for an unrelated nonconformance. During servicing, the electrode belt failed the full belt test. This pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt failed the full belt test. The cause for the failed belt test was no driven ground signal. The cause for no driven ground was cold solder joints at the pulse wires inside the distribution node. The root cause for the cold solder joints cannot be positively determined but is likely an assembly error. No adverse event resulted from the cold solder joints. The pt received a replacement electrode belt.